Manufacturer narrative:
We received unopened sample. The clip dispense and holding test of all clips out of the cartridge. The clip closure with a lapra ty applier was possible without problems.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/07/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: we only know that the issue occurred during a procedure; other than that, the customer did not provide any further information. Is the customer reference number available? Did the clip not hold onto the suture, pew-operatively, inter-operatively, or post-operatively? Please clarify if there was any clip loading errors, difficulty loading clips, or limited function of the device.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the clip does not stick in the tongs and the clip cannot be closed. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.